Event description:
The recipient is experiencing electrode migration and high impedances. The recipient presented with non-auditory sensation and decreased performance. Imaging confirmed electrodes outside of cochlea. Programming adjustments have been made; however, the issue did not resolve. A repositioning surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.